Event description:
While performing vitrectomy, eye pressure dropped due to the foot switch on the vitrectomy machine which became mechanically stuck in the "on" position. Foot switch was disconnected and eye pressure increased using the front panel controls.